Manufacturer narrative:
(B)(6). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Postoperative tonsillectomy bleeding complications in children: a comparison of three surgical techniques authors: jennifer c. Lane, james dworkin-valenti, lisa chiodo , michael haupert international journal of pediatric otorhinolaryngology 88 (2016) 184-188 objective <(>&<)> hypothesis: stated in the null form: there will be no difference in primary or secondary hemorrhage rate in children undergoing tonsillectomy or adenotonsillectomy across three surgical techniques: peak plasmablade, electric monopolar cautery, coblation. Postoperative complications leading to emergency room visitations and hospital admissions, expressed in percentages of occurrences (out of the 1780 total patients, the % of peak patients is unknown) reason for visit ed visit % - admitted % fever 1.8 - 1.1 bleed 4.7 - 4.0 dehydration 3.3 - 2.5 vomiting 1.9 - 1.2 pain 4.3 - 0.8 desaturations 0.0 - 5.8 pneumonia 0.6 - 0.4 90 patients reported to have post-op bleed. Among the 90 patients, 16 (17.8%) were reported using the peak device. All adverse events grouped into one event due to the lack of unique patient identifying information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.